Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a replacement right ventricular (rv) lead, the replacement rv lead exhibited placement difficulty and non-ideal thresholds. The replacement rv lead was removed and the original rv lead remains in use. No patient complications have been reported as a result of this event.